Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is asked, unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient went to the bladder doctor, and they said nothing was working. They were still peeing. The doctor told them to call the manufacturer. They saidthere were other programs and other stuff they could upload to their handset. They told them they should have more options on their handset than what they currently have. Their stimulation only went up to 7 programs. The patient said they were having a hard time at the doctor's office getting the handset to connect to the stimulator, but they finally connected. The doctor thought the battery was good but he didn't know. The issue started over the last year. They were doing really good. They had cervical neck surgery in (B)(6) 2022 and lower back done in (B)(6) 2022 (they think 31st). They fell twice in 2024 and they hadn't been right since then. They had been trying different th ings to see what would work. It was like every time they stood up and moved, hit the cold weather, or got out of bed in the morning, they couldn't hold it. They also had bowel leakage which they didn't start with. The back surgeon didn't want to do any more surgery because they thought it could make them worse. Now they were going through pain management. The bladder doctor said they had tricks up their sleeve. They could do botox and different medicines which they have done all of them. The agent sent an email to the representative (rep). The patient called back from repeating the information about bladder issues after back surgery and 2 falls. The patient mentioned they were waiting for a callback from a rep. The agent offered to email the rep and send an ID card request. They reopened the case to send an email to reps and repair request for the ID card. The rep responded that they coordinated with the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-dec-18 additional information was received from the patient in regards to the same issue previously reported. The caller stated that they saw the manufacturer rep and some adjustments were made but they could still feel the stim even after the adjustments. The caller stated that they fell around thanksgiving and were unsure if they damaged it. The agent reviewed that the ins could become damaged if the patient fell on the device. The agent suggested that the patient try to turn the stimulation down , but the caller did not have the equipment with them during the time of the call. The caller stated that they were due for a ins replacement in (B)(6). Caller will adjust the stimulation when they can and follow up with the hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient. They reported that they had issues with their previous ins. Patient mentioned they had a fall around thanksgiving with the previous ins and the healthcare provider said the ins was not damaged but they were not sure if it was the battery or if it were the leads because they were right along that nerve route.